Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, an error code depicting a ventilator inoperative condition occurred, was discovered in the event log. The issue was detected by the self-check after the device was turned off, therefore the error was caused by the flow sensor failure. The device's flow sensor was replaced to address the issue. Additionally, the device's software version was upgraded from 1.06.06.00 to 1.06.10.00.